Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that this 31 mm annuloplasty band in the mitral position was implanted to repair mitral valve regurgitation with the patient's native valve. Immediately post implant, the band was explanted due to significant override of the anterior leaflet over the posterior leaflet with resultant mitral regurgitation. This band was then replaced with a 35 mm band. No other adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the results of the investigation indicate that the event appears to be related to sizing error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.